Event description:
The healthcare professional reported that during an endovascular embolization procedure, attempts were made to detach the 12mm x 30cm cerepak freeform coil (scr121230 / 31140716) with the cerepak tm detachment handle (mdh1 / 102109430), the coil would not release. Three attempts to detach were made with the detachment handle followed by two attempts to detach via manual break to no avail. The complaint coil was removed and another coil was used and it ¿detached flawlessly.¿ there was no delay in the procedure as a result of the reported issue. There was no report of any negative patient impact; the procedure was successfully completed. On 10-jul-2024, additional information was received. Per the information the procedure was targeting a 13 mm x 12 mm x 11mm ruptured aneurysm on the right posterior communicating (pcom) artery. The lot number of the detachment handle was provided (102109430); the handle is not available for return. When the 12mm x 30cm cerepak freeform coil was removed, it was not stretched and it was still attached to the delivery system. The microcatheter used was an excelsior® sl-10® microcatheter (stryker). The replacement coil was a 12mm x 40cm cerepak uniform xl (fcx181240). The replacement coil was successfully detached using the same detachment handle without any issues.

Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4) . Information regarding patient identifier and gender were not provided. Section d.2b: procode is krd/hcg. Based on complaint information, the device is not available to be returned for analysis. A review of manufacturing documentation associated with this lot (102109430) presented no issues during the manufacturing or inspection processes related to the reported complaint. There were no nonconformances related to device manufacture or inspection. Product analysis cannot be conducted as the product was not returned for analysis. No determination of causes and possible contributing factors could be made. As such, the investigation will be closed. With the information available and without the complaint product available to be returned for analysis, the reported product issue documented in the complaint cannot be confirmed through functional evaluation and analysis. Based on the manufacturing documentation review, there is no indication that the event is related to the device manufacturing process. Assignment of root cause for the event remains speculative and inconclusive, based on the limited information provided and without the return of the complaint device; however, it is possible that clinical and procedural factors, including device manipulation / interaction may have contributed to the reported failure. As part of the post market surveillance program, information from this complaint is trended for statistical signals and corrective / preventive action may be triggered at a later time. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by cerenovus, or its employees that the report constitutes an admission that the product, cerenovus, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.